Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. A request was made to have data from this device to be analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
"Device codes" 1224: device displays error message" was added. "Evaluation conclusion codes changed from "known inherent risk of device" to "no problem detected". Correction to field d2a changed from implantable "cardioverter defibrillator" to "subcutaneous implantable cardioverter defibrillator".

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. A request was made to have data from this device to be analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Corrected fields e1 initial reporter address 1 e1initial reporter city e1initial reporter state e1initial reporter zip/post code

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert. A request was made to have data from this device to be analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. No adverse patient effects were reported. The complaint device was not returned; therefore, product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.